Manufacturer narrative:
On june 3, 2025, mentor received additional information which indicated that the patient was also diagnosed with bilateral breast capsular contractures (baker grade ii). In addition, the patient's implants were replaced bilateral with mentor gel implants. Lastly, the patient's date of birth was provided and populated accordingly.

Manufacturer narrative:
On may 2, 2025, mentor received additional information which indicated the patient's identifier and race. They have been populated accordingly.

Manufacturer narrative:
On (B)(6) 2025, the mentor analysis lab received the suspect medical device for evaluation. On (B)(6) 2025, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted visual inspection of the device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured and received in two parts. In addition, an area of siltex cracking was observed on the edges of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(6).

Manufacturer narrative:
D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation revision, as part of a clinical study, with two 350cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via MRI, with bilateral breast implant ruptures. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2024. This medwatch form is for the left breast prosthesis.